Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was low impedance found on contact 0<(>&<)>2 of 12 pre-operatively and 0<(>&<)>2 of 11 post-operatively. No diagnostics/troubleshooting was performed. No interventions/actions were taken to resolve the issue. No surgical intervention occurred or was planned. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the cause of the low impedances was not determined.